Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinical specialist was requesting an ungrounded patient cable. The patient was found to have pump stops while on the power module. The patient has a short to shield with their driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump stop events could not be confirmed as no log files were provided by the account for review. The account reported that the patient was experiencing pump stops while connected to the power module. The patient had a known short-to-shield issue and an ungrounded cable was requested for the patient. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), (B)(6) , until (B)(6) 2021 when they were seen again due to a progression in driveline damage leading to pump stops on the ungrounded cable and battery power. The patient was not considered to be an exchange or transplant candidate and the pump was ultimately decommissioned on (B)(6) 2021 (manufacturer's report number: 2916596-2021-03186). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01dec2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.